Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. A chest x-ray revealed that the right ventricular lead had dislodged. On (B)(6) 2017, the patient presented for lead revision. During the procedure, the stylet could not be inserted into the lead. The lead was explanted and replaced. Patient was stable post procedure.